Manufacturer narrative:
(B)(4). The device has yet to be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the glenoid post reamer fractured. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Visual examination of the provided photograph identified that the tip of the device is cracked and bent. Wear marks are noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional informational information is available at the time of this report.